Event description:
The bottom part of the needle broke off inside the pt. The piece remained in the pt. The pt expired.

Manufacturer narrative:
Pt info unknown as not provided by reporter. Date of death was not provided by reporter. Reporter occupation: unknown as not provided by reporter. (B)(4). Product was returned in a used and damaged condition. A 100% visual examination is performed verifying that the cannula is molded or glued securely into the hub and glue is smooth. A manual and visual inspection by tugging on cannula and hub and visually examine and feel is performed. An examination of the returned device failed to determine a root cause. The c-din intraosseous infusion needle is an emergency alternative to be utilized until standard or convention venous access can be obtained. It is recommended for use in pts under 24 months of age. Per IFU, it should not be used in pts over 24 months, as the bones are more dense. When we have seen this type of complaint in the past, it is typically due to an attempt to use the device on a pt over 24 months. The age of pt in this complaint is not given. In the absence of additional info, the root cause is inconclusive. We weill continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.